Event description:
It was reported that the ventilator alarmed for safety valve test failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the device passed successfully pre-use check before ventilation. Whole device was replaced after the alarm. The repair of the device was handled by the third-party service and no more information will be provided. During the pre-use check, the release pressure of the safety valve is calibrated to 117±3 cmh2o. During safety valve test in pre-use check there will be up to five iterations to get to this value. If the ventilator will find problems with the opening pressure for the safety valve during pre-use check, it can trigger safety valve test failed alarm activation during ventilation. Activation of this alarm indicates that the safety valve could be open or the release pressure is not within specification. Unfortunately, the device's logs and information about repair have not been provided, no further analysis has been possible. As the solution is unknown the cause of the reported event has not been determined. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.